Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise and intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient presented to the emergency department (ER) with reports of experiencing presyncopal episodes over the past couple weeks. Upon presenting to the ER, the patient's heart rate was in the 40's. A device interrogation was performed and found the non-boston scientific right ventricular (rv) lead was exhibiting failure to capture, isolated spikes in rv impedance measurements, but still within normal range and reproducible noise during isometric testing. Subsequently, the device was reprogrammed until the patient could undergo a lead revision procedure. Ultimately, the patient underwent additional surgical intervention where the device was explanted and replaced. The rv lead was surgically abandonded and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient presented to the emergency department (ER) with reports of experiencing presyncopal episodes over the past couple weeks. Upon presenting to the ER, the patient's heart rate was in the 40's. A device interrogation was performed and found the non-boston scientific right ventricular (rv) lead was exhibiting failure to capture, isolated spikes in rv impedance measurements, but still within normal range and reproducible noise during isometric testing. Subsequently, the device was reprogrammed until the patient could undergo a lead revision procedure. Ultimately, the patient underwent additional surgical intervention where the device was explanted and replaced. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.